Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred with multiple cartridges during the loading process. The customer's blood glucose (bg) level was 295 mg/dl with moderate ketones and the bg/ketone level was addressed with a manual injection. At the time of report, the customer's bg level was in the upper 200's (mg/dl) and the bg level was addressed with a bolus via the pump the customer successfully loaded a new cartridge to address the event and resumed insulin delivery.